Event description:
One patient sample with discrepant free t4 results. Initial result 2.71 ng/ml. Same sample repeated gave result of 0.61 ng/dl. If additional information is received, appropriate notification will be provided.